Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio used a power supply in order to power the device on and download the electronic records from the unit.  Upon review of the electronic records, physio observed that the device had accumulated an excessive amount of on-time (15.9 hours) due to repeated user initiated power cycles.  The excessive on-time depleted the device's hybrid layer capacitor (hlc) batteries and charge pak assembly, which prevented the device from powering on.  An internal and external physical inspection of the device was performed and no further discrepancies were observed. The repeated user initiated power cycles may have been caused by the customer storing the device in a way where an item may have sat or pressed against the device's on/off button, resulting in the excessive on-time; however, this could not be conclusively determined.   The customer was provided with a replacement device.